Event description:
On (B)(6) 2023 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2023. During follow-up, the pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics, however the drugs, dosages, frequency, durations were not provided. On (B)(6) 2023, the peritoneal effluent fluid cultures returned positive for yeast (genus/species not provided) and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a temporary hemodialysis (hd) catheter (not a fresenius product). The procedures will be performed as an outpatient on (B)(6) 2023, after which the patient will begin hd for rrt on (B)(6) 2023. The pdrn reported the patient will return to pd therapy once the infection has cleared. The pdrn was unable to determine the cause of the fungal peritonitis, however she stated the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of fungal peritonitis (characterized by cloudy peritoneal effluent fluid), which warranted antibiotic therapy, and the patient¿s temporary transition to hd for rrt. The etiology of the fungal peritonitis was unable to be established; therefore, causality could not be firmly established. Despite this, the pdrn reported the serious adverse events were unrelated to the patient¿s use of any fresenius device(s) and/or product(s). Approximately 1-15% of all peritonitis cases are fungal in nature, and frequently require the removal of the patient¿s pd catheter. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or manufacturers¿ specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 07/25/2023, during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2023. During follow-up, the pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics, however the drugs, dosages, frequency, durations were not provided. On (B)(6) 2023, the peritoneal effluent fluid cultures returned positive for yeast (genus/species not provided) and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a temporary hemodialysis (hd) catheter (not a fresenius product). The procedures will be performed as an outpatient on (B)(6) 2023, after which the patient will begin hd for rrt on (B)(6) 2023. The pdrn reported the patient will return to pd therapy once the infection has cleared. The pdrn was unable to determine the cause of the fungal peritonitis, however she stated the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s).

Event description:
On (B)(6) 2023 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2023. During follow-up, the pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics, however the drugs, dosages, frequency, durations were not provided. On (B)(6) 2023, the peritoneal effluent fluid cultures returned positive for yeast (genus/species not provided) and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a temporary hemodialysis (hd) catheter (not a fresenius product). The procedures will be performed as an outpatient on (B)(6) 2023, after which the patient will begin hd for rrt on (B)(6) 2023. The pdrn reported the patient will return to pd therapy once the infection has cleared. The pdrn was unable to determine the cause of the fungal peritonitis, however she stated the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.